Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the graph was missing from the pump display. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.